Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that at follow-up, low sensing with high capture thresholds were observed. Although fluoro showed normal lead placement from time of implant, the physician decided to perform a lead repositioning. Lead repositioned and all values were within range.